Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  a couple of months prior, patient started to have pain in their groin and it had increased. Patient said that did have a fall in (B)(4) 2021. Patient said that has received two shots to help with pain however states they haven't helped. Patient said has seen managing hcp regarding this issue and imaging was taken and was told that one of the "leads" has broke. Patient said that hcp was going to make arrangements for the local representative to call the patient and patient said received phone call from representative (asked, name unknown) on tuesday and was directed to call the representative back in two days if still has pain however patient lost phone number. When asked, patient said that stimulation has been turned off and patient still experiencing the pain. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1w68g, implanted: (b))(6) 2019. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1w68g, ubd: 09-nov-2022, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1w68g implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the broken lead was "n/a," and that what most likely caused or contributed to the issue were "back issues." When asked what steps were or would be taken to resolve the issue, they stated, "replacement [device]." It was unknown if the issue had been resolved. Device replacement was planned, and was completed on (B)(6) 2022.